Event description:
It was reported that the user experienced high blood glucose readings with fingerstick and sensor both indicating ¿high", reported at 401 mg/dl along with occlusion alerts on the ilet that were only resolved after changing the infusion set, after which the pump functioned appropriately. Customer care provided support that included troubleshooting provided to the user regarding occlusion resolution and proper infusion set management. Investigation of this case revealed an insulin delivery occlusion associated with the infusion set, which cleared after the supply change, indicating the issue was localized to the set rather than the pump. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no reported medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion.